Event description:
The patient initially reported blood at the site. The patient then reported being treated by the paramedics three months ago due to low blood glucose. The patient had to go at this point, and was unable to continue with the call. Made several follow up calls to the patient, but none were successfully. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-82166.